Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, a maverick2 balloon caused dissections. The index procedure treated six target lesions. Multiple dissections during the procedure were reported to be due to the 2.5 x 20 mm maverick2 balloon. The proximal rca (right coronary artery) was treated with overlapping 2.5 x 20 mm and 2.25 x 8 mm taxus express2 study stents resulting in less than or equal to 30% residual stenosis. The mid lad (left anterior descending) was treated with overlapping 2.75 x 16 mm and 2.5 x 20 mm taxus express2 study stents resulting in less than or equal to 30% residual stenosis. The apical lad was treated with 2.25 x 8 mm and 2.25 x 16 mm taxus express2 study stents resulting in less than or equal to 30% residual stenosis. The proximal lad was treated with a 2.75 x 8 mm taxus express2 study stent resulting in less than or equal to 30% residual stenosis. The proximal circumflex artery was treated with a 3.0 x 16 mm taxus express2 study stent resulting in less than or equal to 30% residual stenosis. The left main, proximal lad, and the proximal circumflex artery were assessed as a type d bifurcation lesion and treated with modified t-stenting. The main vessel was treated with a 3.0 x 20 mm taxus express2 study stent. The side branch was treated with a 3.5 x 8 mm taxus express study stent. Residual stenosis in both the main vessel and side branch was less than or equal to 30%. There were a total of five overlapping stents based at the left main stent into the lad and circumflex. The proximal circumflex artery, obtuse marginal, and the distal circumflex artery were assessed as a type d bifurcation lesion and treated with provisional t-stenting. The main vessel was treated with a 3.0 x 20 mm taxus express2 study stent. The side branch was treated with balloon angioplasty. Residual stenosis in both the main vessel and side branch was less than or equal to 30%. The pt was discharged one day post procedure on, amongst others, asa and clopidogrel. The above referenced stents were placed due to dissection: 2.25 x 8 mm located in the apical lad, 2.75 x 16 mm located in the proximal lad due to proximal edge dissection, 2.75 x 8 mm located in the proximal lad due to dissection at the distal end of the left main stent, 3.0 x 16 mm located in the proximal circumflex, and 2.25 x 8 mm located in the proximal rca due to dissection at the distal end of the 2.5 x 20 mm stent.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.